Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room with complaints of palpitations that had been going on and off for the past five days. An x-ray noted that the left ventricular lead and the atrial lead had dislodged. Both leads were turned off due to the dislodgements. The patient will follow up with their physician regarding future lead revisions. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.